Event description:
The customer reported that she was hospitalized with high blood glucose levels between 640 and 680 mg/dl. The customer stated that she has not been using the insulin pump since the incident, and her doctor requested a replacement. The customer had gone to the emergency room because she thought she was having a heart attack, but once she was checked, she was told that she was feeling like that due to the high blood glucose levels. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.